Event description:
It was reported, "the gamma nail broke into the patient; it might have happened after the pt fell." It was further reported that the nail gamma has been implanted in 2008. It was further reported that the broken nail had to be changed.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.